Manufacturer narrative:
One ensite x amplifier was received. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the surflink board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a supraventricular tachycardia procedure, there was a communication issue with the ensite x amplifier resulting in a delay. It was noted that when the tactiflex se ablation catheter was connected, one of the prs-p patches was lost. The case was exited and re-entered, the prs-p was able to visualize successfully, but the tactiflex se ablation catheter was not seen. The tactiflex se ablation catheter was on the catheter list, but all ports were red/gray. The tactiflex se ablation catheter, tactiflex rf cable, tactisys quartz unit, ampere unit, and ampere to amplifier cable were replaced, all without resolution. The catheter was switched to the tacticath se ablation catheter, but the issue remained. Both of the catheters were used in the patient before exchanging. The procedure was completed using the recording system and fluoroscopy without adverse consequences to the patient.

Manufacturer narrative:
Corrected information: d4, g3, h2, h11.

Manufacturer narrative:
UDI related data quality updates only. Additional information: b5, d4, g3, g6, h2, h11.

Event description:
FDA request to update device model information and corrected reportable aware date. Follow up report required.

Event description:
Follow up report needed to include device UDI information.